Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump continued having a pump error 63. The customer's blood glucose was 5.6mmol/l. The customer was advised that the insulin pump will be replaced and revert to back up plan. The customer has experienced four to five pump errors, resulting in pump failure. The customer has even suffered from hypoglycemia.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. However, pump error 63 noted in the formatted history file due to cold solder joints on the keypad assembly. The insulin pump was received with scratched case, serial number label fading, and pillowing keypad overlay.